Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that during the procedure in 2008, two xience v stents were deployed in the 1st diagonal with no pre-dilatation and a dissection occurred. The dissection was treated with a balloon catheter and an additional drug eluting stent. The treatment resolved the dissection and there were no further pt effects. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - dissection, in the IFU is a known adverse event associated with coronary stenting. The IFU states "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention." Also, the IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. A conclusive cause for the pt effects, and the relationship to the products, if any, cannot be determined. The other xience v stent is being reported under this MFR#.